Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.

Event description:
The customer called philips because the device is giving an error message of therapy delivery failure. There was no report of patient involvement.

Event description:
The customer called philips because the device is giving an error message of therapy delivery failure. There was no report of patient involvement.